Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history and device history record was conducted for the purpose of this investigation. No device was returned to assist with the investigation. Based on the description of the event, the liberator was not deployed and locked when the event occurred. There are no signs that a device was at the location of the tear, exerted force to cause the tear, malfunctioned, or was misused. Without the device or more information, a full investigation cannot be performed. Warnings, risks of the procedure, and potential adverse events are documented in the device's IFU. There are no signs that the device was not manufactured to specifications or performed outside its designed characteristics. Based on the information provided, no cook devices were at the location of the tear in the vasculature, and the root cause appears to be related to the condition of the patient or the lead.

Event description:
Physician placed the liberator locking stylet down the pacemaker lead. The locking stylet went half way down and was not able to be advance further. The doctor started to place the 11fr evolution over the pacemaker lead when the lead pulled back and was free. The adhesion on the pacemaker lead pulled a hole in the heart muscle that cause a rip. The doctor then started to open the patient chest to repair the rip. A section of the device did not remain inside the patient's body. No additional adverse effects have been reported.